Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of over 450mg/dl on customer's meter and 140 mg/dl on professional meter. No quality controls were run during the call. Results did not match symptoms. Customer went to the hospital and he still felt light headed; was given a snack and felt better 25 minutes later. A request was made for return of the suspect product, and a replacement was sent.